Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the second firing for the stomach resection during a laparoscopic assisted distal gastrectomy procedure, the surgeon inserted the device into the abdominal cavity and tried to open the jaws, but was not able to. After he re-inserted the battery, the device reacted normally and the firing was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the second firing for the stomach resection during a laparoscopic assisted distal gastrectomy procedure, the surgeon inserted the device into the abdominal cavity and tried to open the jaws, but was not able to. The handle was not able to recognize the reload. The stapler never entered firing mode and the device was not fired at all. After the surgeon re-inserted the battery, the device reacted normally and the firing was completed. There was no patient injury.